Event description:
The customer obtained repeated falsely high troponin I results on a plasma sample from one pt. Elevated results of this magnitude might initiate a cardiac catherization. There was no report of pt harm as a result of this event.